Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (287 mg/dl). Troubleshooting was performed and found that the luer lock was loose and insulin was leaking out. Customer reattached that luer lock and performed a fill tubing, and insulin delivery was resumed.